Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the visual of the scope went out on the monitor of the video system center. They tried resetting the connector into the unit but that did not return visuals, the only way to obtain visuals was to turn the unit off and turn it back on. They tried multiple scopes and different connectors but had the same issue with no visuals until unit was completely turned off and turned back on. The issue occurred during preparation for use prior to a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.